Manufacturer narrative:
(B)(4). Then, a 6.0 x 20 fox sv catheter was advanced over the steel core wire successfully and post dilatation of the supera stent implant was performed without issue. A 4.0 x 20 balloon catheter was advanced over the bare wire successfully to perform post dilatation as well. They attempted to advance the aspiration catheter to retrieve the embolus but the device would not cross. Two - three hours into the procedure after multiple attempts to cross the aspiration catheter, a 6f shuttle sheath was advanced over the bare wire up to the supera stent to support the aspiration catheter but was unsuccessful. Then, it was decided to use an angiographic catheter for carotids over both guide wires, the steel core and bare wire. The angiographic catheter met resistance but was able to cross the stent implant and the filter was able to be pulled down to the tip of the angiographic catheter. Once this happened, the devices were able to be removed as a single unit. Additionally, the filter was able to retrieve part of the embolus. A supra core guide wire was advanced through the supera stent implant and a new aspiration catheter advanced successfully to aspirate the remaining clot. A spartacore 14 guide wire was then advanced and a 3.0 x 33 mm xience alpine stent was deployed to treat the embolus in the peroneal artery. Finally, the procedure ended; after the several laborious attempts for embolus aspiration. Final control angiography, showed a good result without embolization. No additional information was provided. Concomitant products: guide wire: supracore, other: nav6, quick cross support catheter. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The nav6 referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that the procedure was to treat a lesion consequent thrombosis in the popliteal focal. A sheath was placed in the vessel and a supra-core guide wire was advanced, followed by a support catheter. The short bare wire was exchanged for a long bare wire for the nav6 to advance to the peroneal artery. The nav6 was deployed successfully. Pre-dilatation was performed with a 6.0 x 40 mm fox sv balloon catheter. Angiography revealed residual soft plaque; therefore, the fox sv was advanced again for further pre-dilatation. The lesion was prepped very well for stent deployment. A 5.5 x 30 supera stent was deployed successfully and was well apposed at the lesion. After the stent implantation, control angiography showed an embolus proximal to the filter. The thrombus had broken loose and traveled to the peroneal artery. Therefore, an aspiration catheter was advanced in an attempt to aspirate the clot, but the catheter could not cross the supera stent implant. The aspiration device was removed from the patient. A viatrac balloon catheter was advanced for post-dilatation and was able to cross after multiple attempts and inflated to 8 atmospheres. A 6.0 x 20 mm viatrac was advanced but would not cross the supera stent implant. Therefore, using the buddy wire technique a new bare wire and a steel core wire advanced to the embolus successfully. The nav6 retrieval catheter was advanced but would not cross the supera stent implant.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported difficulty was not confirmed as the stent remains in the patient. Based on a visual inspection of the returned product, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation concluded that a conclusive cause for the reported crossability issues and embolism could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device. Embolism is a known potential patient effect as listed in the supera instructions for use (IFU). Although a conclusive cause for the reported embolism, and the relationship to the product, if any, cannot be determined, there is no indication the reported patient effect was caused by, or related to the design, manufacture or labeling of the device. (B)(4).